Event description:
(B)(4). Initial and f/u info received on 08/21 and 08/25/2009, respectively were processed together: this non-serious spontaneous case report from (B)(4) was reported by a physician, via a medical rep and forwarded by our local affiliate (B)(4). This case involves a female pt (age nos), who was treated with poly-l-lactic acid (sculptra) over the last six months. She received 3 vials over this time period. The pt has known periodontal disease, but the pt's periodontist has said that there has been accelerated gum disease in this pt over the last six months, coinciding with the period in which she received poly-l-lactic acid therapy. The periodontist has found an increase in the activity of the enzyme collagenase in her gum. At the time of this report, the event remains ongoing. No further details were provided. (B)(4). Reporter's causality assessment: not provided. (B)(4). No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.